Manufacturer narrative:
(B)(4). D6a: exact implant date is unknown however is reported to have occurred between (B)(6) 2015 and (B)(6) 2019. D10: medical product: unknown persona tibial tray: catalog#ni, lot#ni; unknown persona femoral component: catalog#ni, lot#ni. G2: foreign: iran. G2: literature: yazdi, hamidreza md; talebi, sina md; razi, mohammad md; sarzaeem, mohammad mahdi md; moshirabadi, ataollah md; mohammadpour, mehdi md; seiri, sina md; ghaeini, moein md; alaeddini, soroush md; abolghasemian, mansour md1. Effect of adding stem extension to a short-keeled knee implant on the risk of tibial loosening: a historical cohort study. Journal of the american academy of orthopaedic surgeons 33(4):p 187-193, february 15, 2025. / doi: 10.5435/jaaos-d-23-00833. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
On 09-jun-2025, a retrospective journal article was retrieved from the journal of the american academy of orthopaedic surgeons (2025) that reported a study from iran. The purpose of the study was to compare the aseptic loosening rate in stemmed and non-stemmed persona tibial implants. The study reviewed 932 primary knees in 853 patients performed by five surgeons, at three different centers, between nov-2015 and nov-2019. A medial parapatellar approach was used in 533 patients, subvastus in 393 patients, and lateral parapatellar in 6 valgus knees. A cemented persona knee system was implanted in all patients along with a cemented short stem (14x30mm) implanted in 203 knees. A short stem was implanted on patients considered high risk for loosening due to pre-operative osteoporosis or a high bmi. The study population had a mean age of 68.62 (± 7.58) years at time of surgery; 179 females within the stemmed group and 671 females in the non-stemmed group; and average bmi 29.25 (± 3.93). Follow-ups were conducted for a length > 24 months with a mean length of follow-up for 53.7 months. It was reported that one patient, within the stemmed group, underwent a revision to a constrained posterior stabilized liner for treatment of varus instability on an unknown timeframe post-implantation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.